Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component 50/44 code j on the left side on (B)(6), 2006. The patient was revised on (B)(6), 2015 due to pain and pseudotumor.

Manufacturer narrative:
It was reported that the patient was implanted a durom acetabular component 50/44 code j on the left side on (B)(6) 2006. The patient was revised on (B)(6) 2015 due to pain and pseudotumor. Trend has already been identified in CAPA (B)(4). The compatibility check showed that the product combination was approved by zimmer. Device analysis: all retrieved components were received in the same bag without separate packaging that would prevent further damage to the explants during shipping. The durom cup showed damage from revision surgery in the form of nicks and scratches. Little remains of bone attachments were visible on the plasma spray coated surface. On the articulation surface numerous fine scratches were visible. In one area the scratches were arranged parallel and oriented towards the bevel. Careful inspection of the latter, using a low power microscope, revealed a thin approximately 12 mm long stripe with possible micropits directly below the bevel in the area between the zimmer logo and the iso marking on the rim. Comparing this side with its opposing side it seemed that the bevel was probably slightly worn. On the articulation surface of the metasul ldh head there were numerous fine and some coarse scratches. The latter could be attributed to the revision surgery. Close to the pole there was a small area where arrow-shaped formations are visible. Near the equator there was a small zone with organic deposits. Next to this zone, under certain light conditions a slightly matt yellowish area could be observed. The surface was further inspected under the microscope (B)(4) at 200-times magnification with differential interference contrast (dic). As already visible to the naked eye the zone showed pits arranged in arrow-shaped formations. The slightly matt yellowish area revealed smaller pits arranged in arrow-shaped formations. In the loaded area fine scratches could be recognized and the carbides, which protruded slightly in the original surface, were leveled. In the unloaded area the original surface state with slightly protruding carbides was still visible. In the as-received condition the metasul ldh head and the metasul ldh head adapter were still assembled. For further investigation the parts were disassembled using the adapter extractor tool. With the exception of a small area showing some surface changes in a specific pattern the head taper was inconspicuous. On one side of the outer surface of the head adapter surface changes with the same specific pattern as seen on the head taper could be recognized. The inner surface of the head adapter was inconspicuous. According to the received information, the implants were revised after 9 years and 5 months in vivo due to pain and pseudotumor. On the articulation surface of the head, areas with pits of different size could be found. The cup's articulation surface did not exhibit pits. Only by following the area of parallel scratches directed towards the bevel a thin stripe with possible micropits could be detected by very careful inspection of the bevel. The comparison of the appearance of the bevel indicated that the bevel was probably slightly worn. The wear measurement of the cup showed a wear zone close to the bevel and a possibly increased wear rate. Combining these observations it was assumed that it came to a beginning rim loading situation with a slightly increased wear rate of the pairing. A specific pattern was seen on the matting taper surfaces of the head and adapter. Otherwise the surfaces were inconspicuous. A possible explanation for the pattern could be that something came between the surfaces, probably during assembly of the parts. As there are neither x-rays nor surgical reports or other clinical information at hand, the clinical situation (e.g. Position of the implants and possible changes over time in vivo) was unknown. Based on the retrieval investigation the reason for the pain and pseudotumor leading to the revision surgery could not be explained. A comprehensive investigation into the experiences of users of durom/metasul ldh systems in the EU was conducted (CAPA (B)(4)). It included a thorough review of literature regarding the clinical performance of mom (metal on metal) devices and the durom cup specifically, interviews with users of the durom cup in resurfacing and ldh (large diameter head) applications, independent radiological analysis of cases, analysis of explants and bench testing. The most probable root cause for the reported revisions for loose acetabular cups was using a surgical technique which differs from the prescribed surgical technique. The results of the investigation indicated that the durom cup, when used as intended, is a safe and effective device and is performing commensurate with industry performance of similar mom devices. Such complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer's "instruction leaflet for endoprosthesis." Product investigation revealed the cause for failure was not determinable regarding the patient's symptoms. As a result of the investigation, a field safety notice (fsn) was issued to all durom acetabular cup surgeons of record outside the u.s. Detailing the results of this investigation and emphasizing the importance of using the prescribed surgical technique. Enhanced surgical techniques were also issued to further emphasize proper technique with an additional warning statement, already documented in the instructions for use which accompanies the devices. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).